Event description:
It was reported that this implantable device was explanted due to a pocket infection. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device was explanted due to a pocket infection. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.